Event description:
It was reported that the plunger rod was difficult to move before use and liquid couldn't be drawn up into the syringe s2 5ml 22ga 1-1/2in bd china. The following information was provided by the initial reporter, translated from chinese to english: "at 09:00 am, november 11th, when the 5ml syringe was used to draw the liquid, it was found that the 5ml syringe's plunger rod move difficult, couldn't draw the liquid into the syringe. The reason was unknown, so a new syringe was used"

Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples for catalog 301943 lot 1901101 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR showed no indication of the alleged defect. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger rod was difficult to move before use and liquid couldn't be drawn up into the syringe s2 5ml 22ga 1-1/2in bd (B)(4). The following information was provided by the initial reporter, translated from (B)(6) to english: "at 09:00 am, november 11th, when the 5ml syringe was used to draw the liquid, it was found that the 5ml syringe's plunger rod move difficult, couldn't draw the liquid into the syringe. The reason was unknown, so a new syringe was used".